Manufacturer narrative:
Unit received with intermittent button response due to flattened button dome switch on the act and up arrow buttons. Unit received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act button on the insulin pump was sometimes unresponsive. Customer's blood glucose level was 190 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.